Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Update rec'd 29 may 2014 - surgery date,hip revised (right), type of hip replacement product: asr xl, product codes / lot nos, hospital, surgeon's name, date of revision, country: (B)(6), reason(s) for revision: pain and component loosening, scf. Asr revision. Asr xl- right. Reason(s) for revision: pain; component loosening. Queried component that loosened (B)(6) 2014. Rec'd confirmation of stem loosening - (B)(6) 2014. As the only other reason for revision is pain this com cannot be closed to CAPA. I have request patient demographics from file handler. Please see (B)(4) for request email. I have also added stem loosening message to this com. I requested patient demographics from file handler on 12 june 2014. However as patients are anonymous in (B)(6) she was unable to provide the requested details. She did however pass on the clinical correspondence which includes radiology reports. I have attached the email to this com.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.